Manufacturer narrative:
Updated.

Event description:
The customer reported that the ventilator has battery failure during installation. The unit was on a patient and the unit was removed from the patient with no patient harm reported.

Event description:
The customer reported that the ventilator has battery failure during installation. The customer reported there was no patient involvement.

Manufacturer narrative:
The investigation was reopened after the failure analysis report was received from the supplier. Increased leakage current of fet q6 on the battery pack pcba caused a partial activation of fuse f1. Since the fuse did not blow the heat exposure over an extended time caused the housing to melt in one spot and the battery to drain.

Event description:
The customer reported that the ventilator has battery failure during installation. Per rt manager the unit was on a patient when the unit failed. The unit was removed from the patient and no patient harm reported.